Event description:
Affiliate reports the disposable perforator failed to disengage while drilling during a craniotomy. No injury resulted. The perforator is not available for evaluation. The specific lot code for this device is unknown.